Event description:
It was reported that the control module is giving a "burning smell". There has been an unusual noise coming from the system during a breast biopsy procedure. There have been no pt consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The customer complaint has been confirmed. To correct the issue the vacuum pump was replaced. The vacuum system capacitor was also replaced. After servicing and upgrades, the unit passed all qa inspections. The device history record has been reviewed via the database. Complaint info is trended on a regular basis to determine if further investigation is warranted.